Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change and damage with moisture) issue. It was reported that the audio bolus button (abb) was torn/punctured and under-responsive. It was unclear if the abb damage occurred before it became under-responsive. It was also reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the audio bolus button (abb) was found to be torn, punctured, and inoperable. The abb slug was observed to be missing. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad. A leak test was performed and a leak was identified at the battery compartment and abb. The pump cover was opened and moisture was observed inside the pump throughout the internal components and inside the display.